Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has damage at the battery cap and reservoir area. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the reservoir still holds in place. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.